Manufacturer narrative:
The technical investigation confirmed that a communication error occurred during an automatic move due to a shared memory issue. Event summary, device history record review and complaint history review did not identify contributing factors. (B)(4).

Event description:
It was reported that while connecting the electrode for the electrophysiology team and not touching the robot or the pedal, the robot experienced a communication failure. The robot was restarted and the surgery was resumed.